Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed troubleshooting final test due to non-conformance with the measured o2 blending at the pressure and o2 test. Bench testing revealed a malfunctioning o2 blender. Vyaire medical replaced the o2 blender to address the customer's reported issue.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is currently in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the expected amount of oxygen. There was no report of any patient involvement associated with this reported event.